Manufacturer narrative:
Eval: results: as received, the lead was kinked with all wires broken approx 4cm from the paddle. No functional testing of the device was performed. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received an scs system including a surgical lead on (B)(6) 2009. It was reported that several of the pt's lead contacts exhibited invalid impedance measurements. Surgical intervention was undertaken to address this issue, and it was discovered that the pt's lead was fractured near the paddle. The lead was replaced, and effective stimulation was recaptured as a result.